Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited high impedance on the right ventricular channel. The patient presented for a revision and it was noted that set screw on the device was loose. The lead was tested on the programmer and had normal measurements. The lead was reinserted in the device and the set screw was tightened. Patient was stable.